Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, after 12 days of running, the centrifugal pump started to make noise and became partially decoupled. It was noted that the patient was desaturating. After re-coupling, flows got better but the some noise remained. Patient sat dropped to 30% at lowest. Once the pump system was changed, sat came back up and stabilized. Patient status was described as injured <(>&<)> recovered.

Manufacturer narrative:
Investigation conclusion: medtronic were unable to confirm the complaint as no product was returned. The root cause could not be verified or determined. Review of the complaint file also revealed the pump was used for greater than six hours. Per supplemental IFU, extended use was deemed to not produce undue risk. Trends for issues with this product are reviewed at quarterly quality meetings. This investigation was completed with the information that was provided. If additional information is received this investigation will be reopened if deemed necessary. No further actions to be taken at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the patient did not receive anticoagulation therapy during the procedure. Continued from block h6: fdc d1101/18 failure to follow instructions - patient did not receive anticoagulation therapy as per the precaution in the IFU. If information is provided in the future, a supplemental report will be issued.